Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor scan message on the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced weakness, difficulty speaking, sweating, and a loss of consciousness and was unable to self-treat. The customer¿s spouse, who is a healthcare professional administered glucagon for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving an unspecified sensor scan message on the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced weakness, difficulty speaking, sweating, and a loss of consciousness and was unable to self-treat. The customer¿s spouse, who is a healthcare professional administered glucagon for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.